Event description:
It was reported that the patient fell on her back and experienced increased frequency and stimulation changes since the fall. The patient was seen on (B)(6) 2013 and no longer experienced ¿surges.¿ the patient had good efficacy and ¿all leads were within normal range.¿ the cause of the event was noted as a transient surge in stimulation following a fall. The patient recovered without sequela on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(6), product type: programmer, patient. Product ID: 3889-28, lot# v673560, implanted: (B)(6) 2011, product type: lead. (B)(4).